Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported that sometimes the sensor did not alert the customer when his blood glucose level was low. Customer's blood glucose level was around 50 mg/dl. The customer experienced low blood glucose levels at night. He experienced pain during insertion and the tape was sometimes hard to remove. The device was not returned.